Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: MFR reference report: 1627487-2019-03293, and 1627487-2019-03296. It was reported that the lead had high impedances. Reprogramming was attempted without success. Surgical procedure took place on (B)(6) 2019 wherein the leads and ipg were explanted and replaced.

Event description:
Device 3 of 3: MFR. Reference report: 1627487-2019-03293, and 1627487-2019-03296. It was reported that the patient has effective therapy post operatively. This product was inadvertently reported on. The reason for the explant was elective replacement.